Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("patient lost her fallopian tubes (essure is going to be removed on (B)(6))") in a female patient who received essure. On an unknown date, the patient started essure. On an unknown date, the patient experienced medical device removal (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (essure is going to be removed on (B)(6)). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 14-jan-2017: adverse event updated (essure is going to be removed on (B)(6)). Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and has lost her fallopian tubes (essure is going to be removed on (B)(6)). The reported event, considered as device medical removal, is regarded as anticipated according to the reference safety information for essure. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, the exact reason for essure removal was not provided. As no follow-up will be possible (social media case); a causal relationship between the reported event and essure therapy cannot be excluded. As device removal will be required, this case was considered an incident. A product technical analysis is being sought.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("patient lost her fallopian tubes (essure is going to be removed on the (B)(6))") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure is going to be removed on the (B)(6)). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: medical device removal. The analysis in the (B)(6) database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra (B)(6) can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of ptc. Company causality comment - no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.